Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported that the laser stopped during a procedure. A defective scanner was also reported. Additional information has been requested.

Manufacturer narrative:
At the visit on site the territory manager (tm) confirmed the scanner failed. The tm replaced scanner assembly. The log file review shows a scanner error message was given for the only treatment performed, progression was to twelve percent. Furthermore, the log file indicates a scanner and interrupted treatment code displayed due to a laser system error for this treatment. The safety system prevented further use of the device. The system history shows that the laser was verified successfully prior to the date of treatment. The root cause cannot be determined conclusively, because the scanner is not available for failure analysis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
The treatment was stopped at twenty one percent complete in patient's right eye. The procedure was aborted and maybe rescheduled at a later date.